Event description:
I purchased four new pfizer lucira covid-19 and flu tests. I am a medical microbiologist and an infectious disease epidemiologist. I used one of the tests just to see how well it worked. The test came up as flu b positive within 10 minutes (thus, I assume that correlates to viral load that was on the swab). I will note that I was asymptomatic and just using the test to become familiar with it. I ended up running a rapid antigen test that was specific for sars-cov-2, flu a, flu b, and rsv. That was negative. Of course, the limit of detection for the naat is lower than an rdt. Thus, I ran another one of the lucira tests and that came back negative for all three analytes. I can only assume that the most likely explanation was a false positive result. So with that, I wasted (B)(6) on a test that gave me an errant result. I have used numerous point of care and at home assays for sars-cov-2 and have never had a false positive result, so this was surprising. For reference here is the information from the sticker on the box: ref (B)(4), lot k10a110912223m5, expiration 2024-03-27, test kit # 3b9b2v0b. The second test I used was of the same lot number. -fixer did request that I return the test kit that gave the suspected false positive flu b result.